Event description:
It was reported that the ipg pocket was tucked and secured (ipg pocket revised) and ipg was explanted and replaced (on (B)(6) 2019) electively to prevent future surgery and extend the life of the system while the ipg was still operational.